Manufacturer narrative:
Investigation summary: insufficient information provided. Root cause: insufficient information. Source: email.

Event description:
Reported one false negative result. The consumer communicated the result was positive by alternate testing method (method unknown).